Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient was a bit confused on how high they should have stimulation and was afraid to increase as to not feel discomfort which they did the first day. The patient also reported they felt pain and itchiness with the stimulation. The patient was assisted with decreasing stimulation. It was noted that the trial began on (B)(6) 2017. On (B)(6) 2017 the patient reported they felt a burning sensation in their back after speaking with a specialist from stimulation being increased. This contradicts previously reported information of stimulation being decreased to a comfortable level. The patient reported decreasing to 1.8 and then increased to 2.0. The patient had a bowel movement and a residual of 50 ml, and they were hesitant to void a few times the day of the report. The patient was assisted with changing from program 2 to 3 with amplitude at 0.4 felt in the lower left back. The patient also mentioned they had some bleeding and had been trying not to move much. On (B)(6) 2017 the patient reported they were feeling stim in their lower back and left buttock, and was feeling pain in their tailbone. On (B)(6) 2017 the patient reported they were still feeling pain in their tailbone as they were moving around but did not think it was from stimulation as it was a low setting. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.